Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 21077334. Product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, batch: 21077752.

Event description:
It was reported that the patient was not getting adequate therapy. No device malfunction was suspected. The patient underwent an explant procedure. The explanted devices were not returned.